Event description:
It was reported that a spectrum pump did not recognize open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'did not recognize the door being open' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upper aux and lower aux. The upper aux and lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.